Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use it was discovered that the needle was pushed past the shield with a 1 ml bd tuberculin syringe with detachable needle, slip tip. The following information was provided by the initial reporter: it was reported that the cap is pushed into the needle causing the customer to poke herself with the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the needle was pushed past the shield with a 1 ml bd tuberculin syringe with detachable needle, slip tip. The following information was provided by the initial reporter: it was reported that the cap is pushed into the needle causing the customer to poke herself with the needle.